Manufacturer narrative:
(B)(4). The device investigation has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device was used on a patient in full arrest. There was not enough power to drive into the bone. Additional drivers on the unit and other forms of access was used. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage other than light scratches due to normal use. When the trigger was pressed, the driver was operable and a steady green led light displayed. Distal tip rubber seal was not protruding from casing. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch ((B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 4.84, insertion 2: 4.71, other remarks: insertion 3: 4.97. Hard profile (105 lbs/ft3): insertion 1: 8.59, insertion 2: 8.56, insertion 3: 8.57. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver continued to operate on a steady green light at approximately 30 lbs. Of downward force for 10 seconds." As part of this investigation, the vascular access needle IFU has been referenced: "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." The customer's complaint cannot be confirmed. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature. No device deficiencies were identified during the investigation. The saw bone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. The complaint cannot be confirmed. Please be reminded that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver , grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set."

Event description:
The device was used on a patient in full arrest. There was not enough power to drive into the bone. Additional drivers on the unit and other forms of access was used. The patient's condition was reported as unknown.